Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b4, g3, g6, h2, h6, h10. The device history records could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm and EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors,  and/or patient comorbidities/risk factors. A definitive root cause could not be determined with the information provided. Upon reassessment of the reported event, it was determined not to be reportable as the devices can be excluded as a possible source of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report : 0001825034-2021-02154. Concomitant products: unknown arcos cone body , unknown arcos distal stem, trilogy shell, trilogy liner , trilogy screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 7 months post implantation. All components were removed and antibiotic loaded cement prostalac was implanted. Attempts have been made and additional information on the reported event is unavailable.